Event description:
Event description boston scientific received information that this family member contacted technical services regarding her father's pacemaker, to inquire if it was included in a recall. She provided the model and serial number of the device. It was included in the failure mode 2 advisory. She reported that her father died last summer and she made many allegations that she felt the device was the cause of her father's death. She reports he started having fainting spells after receiving this pacemaker, and he didn't have them with the former pacemaker. She felt we needed to report this as it may cause a trend of people having fainting spells due to the devices, so a study of such occurences could begin, and that we have a malfunctioning product. She wants to write a letter to the FDA and the company.